Event description:
The pt reported that the hcp indicated that the pump isn't working and was given oral medication. The hcp confirmed that the pump was not functioning well, but did not provide any additional details regarding troubleshooting or pt outcome.